Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer will change the pump supplies. No additional information was provided. Customers blood glucose was 212-239 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.